Event description:
The customer went to rescue, where the patient hit a tree with his car. The patient was not breathing, unconscious, no pulse and in shock. The AED shocked the patient one time. The customer look at the algorithm and determines the device should not have shocked. The patient rhythm did not change after it shocked.